Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to a lab result obtained at a hospital. Customer reported that on (B)(6), they received sensor scan result of 45 mg/dl at 1:35pm (trend arrow horizontal), 50 mg/dl at 1:46 mg/dl (no trend arrow reported), 64 mg/dl at 2:24pm (trend arrow horizontal), and 106 mg/dl at 5:04pm (no trend arrow reported). Customer self-treated with "cola and dextrose" because they believed they were in hypoglycemia and subsequently experienced symptoms of "heavy breath, vomiting, and headache". Customer was admitted to a hospital where a laboratory result of 600 mg/dl was obtained at 19:08 and customer was diagnosed with hyperglycemia and administered insulin.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to a lab result obtained at a hospital. Customer reported that on (B)(6) they received sensor scan result of 45 mg/dl at 1:35pm (trend arrow horizontal), 50 mg/dl at 1:46 mg/dl (no trend arrow reported), 64 mg/dl at 2:24pm (trend arrow horizontal), and 106 mg/dl at 5:04pm (no trend arrow reported). Customer self-treated with "cola and dextrose" because they believed they were in hypoglycemia and subsequently experienced symptoms of "heavy breath, vomiting, and headache". Customer was admitted to a hospital where a laboratory result of 600 mg/dl was obtained at 19:08 and customer was diagnosed with hyperglycemia and administered insulin.